Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation and a loss of pacing was observed during backup vvi. The device was explanted and replaced due to normal eri.